Manufacturer narrative:
It was reported that this event occurred approximately one month before (B)(6) 2017. The exact date was not provided. Additional 510(k): k083641. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the patient experienced an inflammatory reaction at their stoma site while using a portex® bivona® tts¿ 6.0mm tracheostomy tube. The inflammation was treated with gentamycin ointment. The patient was reported to be in stable condition. No permanent injury was reported. See MFR: 3012307300-2017-01036.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used tracheostomy tube was returned for two complaints of the same nature from the same patient. It is unknown which of the two complaints the device represents. Visual inspection was performed and found no discrepancies or anomalies. Prior to its release for distribution, the product was ethylene oxide sterilized. A review of the sterilization records found no discrepancies or anomalies. While these devices are manufactured from medical-grade silicone and biocompatibility testing has been conducted to meet the standards for medical devices, a small segment of the population may be sensitive to silicone. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.